Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions. It was noted that the implantable cardioverter defibrillator exhibited multiple nonsustained oversensing episodes in the ventricular channel. Programming changes were discussed. No further information was available.